Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.5/+1.5/130 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to a refractive surprise, blurred vision and glares/halos. The lens was exchanged for another same model but different diopter lens and the problem was resolved.

Manufacturer narrative:
The lens was returned dry in lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspections found that lens dimensions were within specifications. (B)(4).